Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 43mg/dl and emergency services were called to treat with an IV injection. Customer thought that the pump may have over delivered and this led to low blood glucose. Customer indicated that their doctor lowered their basal rates 3 days prior to the incident. The customer was advised to follow up with their doctor regarding the low blood glucose. Customer declined troubleshooting.